Manufacturer narrative:
Product event summary: it was confirmed that there was a record of the power supply overheating in the programmer's logs.

Event description:
It was reported that the programmer displayed an overheat message. The programmer was shut down, and an attempt was made to turn it back on twenty minutes later and it would not power on. The following day, the programmer was able to turn on and "worked fine". The programmer has been returned to service. No patient complications have been reported as a result of this event.